Manufacturer narrative:
H3: product analysis for at10 with serial#(B)(6):evaluation determined that the tt12cmis did not disconnect from the device and that the joint was disconnected.the likely cause of failure could not be determined.it was noted the collet nut and the base are loosening. There were scratches and dents on the device. B3: date of event notification: 3rd-march-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of difficulty with assembly. No patient impact reported.upon followup it was confirmed that there was no patient impact.